Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from the united kingdom, it was a case of an implant of a 26mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the procedure, when the commander with the valve was reaching the tip of the esheath, it got momentarily stuck, requiring increasing pressure to advance and exit the tip. It was then felt that the distal tip of the esheath tore. Fluoroscopic imaging over the esheath+ tip was used to assess the damage and to have caution when advancing, and the valve was successfully deployed. There was no patient injury and the femoral artery was safely closed. After device removal, it was confirmed that the distal tip of the esheath+ was torn. The patient was noted to be in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Visual examination of the device revealed that the liner was fully expanded as designed, while the distal tip was open but torn. All score lines were present in their intended locations, with stretched material noted at the radial score line. Additionally, scratches were observed along the sheath shaft hdpe. Due to the nature of the complaint (liner fully expanded and sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed that the esheath distal tip was opened but torn and there was presence of calcification in the patient's access vessel. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process, and/or by other manufacturing-related factors. Additionally, patient factors such as challenging anatomy or non-coaxial advancement angles, as evidenced by the presence of scratches on the returned esheath shaft and seen during imagery evaluation, the patients access vessel presented calcification. This may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.